Event description:
On (B)(6) 2019 at clinic visit investigation of pt's lvad with noted fault alarms. Driveline noted with prior clam shell and subsequent damage. X-ray performed on (B)(6) with no internal driveline damage noted. Admitted (B)(6) with intent to repair driveline. Non-grounded power cord used without alarms stopping. On (B)(6) /2019 heartmate ii exchanged for heart mate iii.

Event description:
On (B)(6) 2019 during pt hospitalization, a small hole to driveline was noted. Rescue tape applied.